Manufacturer narrative:
The bowel grasper insert was evaluated. One of the jaws on the distal end of grasper insert has broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during a laparoscopic procedure, one jaw of the bowel grasper broke inside patient. Doctor retrieved jaw. There was no report of injury to the patient.